Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 7f input introducer sheath was used during a procedure. There was no damage noted to the packaging. The device was removed from the packaging per IFU with no issues. The device was inspected with no issues noted. The device was prepped as per IFU with no issues. It was reported that the white sheath split at the bottom during insertion. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.